Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this situation which happened in (B) (6). This x-ray system will get error codes 206, 393, and others making the system temporarily unusable.

Manufacturer narrative:
We have investigated the issues and developed solutions to improve the reliability and to solve these problems. Field change order (fco) (B) (4) is released to correct the errors related to the stand trolley cable.